Event description:
It was reported by a non-medical professional that the patient underwent an l5-s1 fusion with rhbmp-2 and interbody. Subsequently, the patient was allegedly diagnosed with ectopic bone growth, an inflammatory reaction to rhbmp-2/acs, chronic pain, and additional surgeries.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2011 the patient underwent: posterior fusion, l3-s1, with left posterior iliac crest graft. Posterior stabilization, l3-s1, with instrumentation. Re-exploration, l3-4 right, with neurolysis. Transforaminal lumbar interbody fusion, l3-4 right, with lordotic curve cage. Preoperative diagnosis: post laminectomy degenerative disc disease l3-4, l4-5 and l5-s1. Recurrent herniated nucleus pulposus, l3-4 right. Status post anterior interbody fusion, l4-5, l5-s1. Per-op notes: ¿I decorticated the remaining facets, posterior elements with the tps and a gouge. We packed bone graft posteriorly and laterally in the gutters.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.